Manufacturer narrative:
Follow-up #1: date of submission 01/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2016 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. There were multiple occlusion alarms observed in the black box on date of reported alarms; the force at time of occlusions was high. There was one call service (cs 11-2660) alarm observed in the black box. A rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed the sensor was detecting the correct force at 5 lbs. The pump was exercised for 24 hours with no occlusions or alarms occurring. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose greater than 300 mg/dl, but less than 500 mg/dl with rapid, deep breathing, abdominal pain, nausea and vomiting associated with a call service alarm issue. Reportedly, the patient discontinued the insulin pump and was hospitalized with diabetic ketoacidosis and treated with insulin via injection and IV fluids. During troubleshooting with customer technical support, it was revealed that there were several undocumented call service alarms observed in the pump history. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a call service alarm issue.